Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review not possible as no image or video clip for the reported event was submitted for review. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that the instrument ¿wrist isolation was not functioning and charring¿ was observed. The instrument was found to have thermal damage on the monopolar yaw pulley and the distal clevis. The instrument was further inspected by an isi failure analysis engineer (fae). Upon fae analysis the conductor wire at the weld location and potting of the instrument was visually confirmed to be intact. The thermal damage noted at the base of the ceramic sleeve is likely due to carbonized tissue or conductive fluid carrying stray energy when the instrument was energized without contacting the tip to tissue (i.e. Air-firing). This is a reportable event due to the following conclusion: thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additionally, fa noted findings that were not reported by the site: the instrument was found to have various scratch marks with light material removed on the main tube and the scratch marks were 0.023¿ - 0.545¿ in length, which were not aligned with the tube axis. The instrument was found to have scratch marks the proximal clevis. The instrument was found to have a puncture on the proximal clevis. Approximately 0.061" x 0.072" is missing. Fa indicated that all of these additional findings that were not reported by site were caused by user mishandling/misuse. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Patient information available was documented. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's sixth usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
During a da vinci-assisted transoral robotic surgery (tors) procedure, it was reported that the permanent cautery spatula (pcs) wrist isolation had no function, and charring was observed. The user stopped using the instrument and replaced it with a back-up instrument of the same kind. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the pcs instrument was inspected prior to use. The generator was set at coag 3. The user was performing tongue base excision with the pcs instrument on the right hand and the maryland bipolar forceps (mbf) instrument on the left hand when the arcing event occurred. The pcs instrument wrist was straightened upon removal for cleaning, but the issue persisted. There was no collision reported. A backup instrument was used to continue with the surgery. There were no post-surgical complications, and the patient was fine post-procedure.